Event description:
It was reported that after an abdominal aortic aneurysm repair procedure, arteriotomy closure was attempted of a non-calcified and non-tortuous common femoral artery using a perclose proglide device. The device was inserted into the vessel over a guide wire and positioned achieving arterial marking with pulsatile blood flow from the marker lumen of the device. The guide wire was removed through the guide wire exit port. Reportedly, the device was withdrawn until the guide wire port exits the skin line. The suture was grasped adjacent to the sheath and the ends of the suture were pulled through the distal end of the proximal guide. Although the suture was completely removed from the device and the device was removed from the patient, the blue rail suture with the knot was tightened and was unable to be moved. The suture was removed and manual arterial compression was applied to achieve hemostasis. The final outcome of the patient was reported to be satisfactory. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The posterior cuff and suture with posterior needle tip were not returned for evaluation. The posterior cuff (approx .047 by .020 inches) was broken off at the link and was not returned with the device. Because the suture was not returned for evaluation the reported difficult to position knot could not be confirmed. Analysis indicated a link detachment occurred as evidenced by the link break detected at the posterior cuff. The anterior cuff was attached to the needle tip. The reported of the knot tightening as the sutures were removed indicates the link break most likely occurred after the knot was formed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.